Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, during the implant procedure the data of the capture tests remained high. Several unsuccessful attempts were made to place the lead. The physician used another lead to complete the procedure. After the lead was replaced, the data of the capture test showed a satisfactory result. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.